Event description:
The customer reported that the duckbill valve on the dmr ii (disposable manual resuscitator) has slipped free during its use on a patient. This condition could potentially allow rebreathing to occur on the patient. Four dmr ii bags were involved. The customer has reported that no patient was harmed or injured. This report is not an admission by nellcor puritan bennett that this device/component caused or contributed the event alleged in this report.